Event description:
It was reported from australia that during pre-surgery testing it was observed that the electric pen drive device would only run in reverse and the reciprocating saw attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: electric pen drive device (B)(6) 2024) e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the reciprocating saw device only runs in reverse and reciprocating saw was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had a seized bearing and did not function. It was noted that the attachment internally seized up. It was further determined that the device failed pretest for check general function in running mode and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition.